Manufacturer narrative:
This complaint was determined to be non-reportable after the MDR was submitted.

Event description:
We did have an additional event that our crna reported that the bupivacaine did not set up appropriately. This is the information from the second spinal needle tray I received from them, lot 0061897564 exp 11-30-25 xxxx failed to set up.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown batch#: unknown. Thank you for the follow up with this. There haven't been any updates on this one. We did have an additional event that our crna reported that the bupivacaine did not set up appropriately. This is the information from the second spinal needle tray I received from them, lot 0061897564 exp 11-30-25 xxxx failed to set up.